Event description:
The biomed reported that there were flames, smoke and melting near the ac power cord of the ri-2. There is no patient involvement in the event and the system was not used in the procedure. The belmont's clinical specialist confirmed that the event occured prior to being put in use on a patient. It is suspected that the most likely cause for the incident would indicate crystalloid solutions (na+ & cl-) encountering the power source on the back of the device.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on 08/08/2022. The biomed reported that there were flames, smoke and melting near the ac power cord of the ri-2. There is no patient involvement in the event and the system was not used in the procedure. The belmont's clinical specialist confirmed that the event occured prior to being put in use on a patient. It is suspected that the most likely cause for the incident would indicate crystalloid solutions (na+ & cl-) encountering the power source on the back of the device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides the following warning statement: "prime the main system with solution compatible with blood. Do not prime with blood and a caution that: "immediately wipe any spills from the device". In order to avoid any such event, the spills must be wiped from the device.the operators manual also instructs to "check the power cord before or after each use".there is no patient involvement since the incident occured at the preventive maintenance stage. Evaluation: upon receipt of the referenced rapid infuser, ri-2 unit s/n:(B)(4), it was identified that the power cord and the power entry module in the system were severely damaged due to a short circuit in the power cord and damaging the power entry module assembly. The failure appeared to be caused by saline / fluid ingress into the power cord causing a spark due to short circuit, which caused damage to both the power cord and the power entry module assembly in the system. The unit exhibited no other faults/failures. The unit performed according to our specifications upon receipt. It could be determined that wiping of spills at the time of priming could have avoided such a situation. Belmont service department upgraded the system to the latest software revision, replaced the power entry module assembly in the system and are providing the cord with the silicone moisture guard. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.